Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. The device detected the eos battery status on (B)(6) 2021. Based on the data available for analysis no conclusion can be drawn regarding the root cause of the eos detection. However, should additional relevant information or the device itself become available this investigation will be updated.

Event description:
It was reported that this device went from 24 percent battery to eos. Patient reported no procedures or mris. No adverse patient events were reported. Device was explanted.